Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump sustained cracks in its plastic. The customer also reported experiencing diabetic ketoacidosis due to high blood glucose. The customer's blood glucose was between 200 and 300 mg/dl. She stated that the insulin pump was cracked at the seams on the right and left side of the corners of the screen. She stated that her blood glucose was high but that they elevate easily. She reported that the insulin pump stopped her insulin from delivering. She did not know how the damage occurred to the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.